Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product ¿ biomet g7 neutral arcomxl liner #: 010000740 lot #:3722435, biomet g7 finned hole shell #: 110017103 lot#: 3741824.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
Patient underwent a right hip revision approximately six months post-implantation due to pain. The surgeon elected to remove the stem and replace with a longer one.